Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin es results were obtained from two different patient samples using vitros troponinies (trophies) reagent lot: 5670 on a vitros 5600 integrated system. The assignable cause of the higher-than-expected patient sample results could not be determined. Reported qc fluid performance indicates a vitros trophies lot: 5670 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin concentration at, or below the url. Therefore, the performance of the vitros trophies reagent lot: 5670 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. The customer did not perform a diagnostic vitros trophies within run precision, therefore, an instrument issue cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to established if the customer was following the sample collection device manufacture's recommendation for sample centrifugation. Therefore, cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropies reagent lot: 5670.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected troponin es results were obtained from two different patient samples using vitros troponin I es (tropi es) reagent lot: 5670 on a vitros 5600 integrated system. Patient (B)(6) vitros tropi es result of 0.266 ng/ml versus the expected result of <0.012 ng/ml patient (B)(6) vitros tropi es result of 0.132 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros tropi es results were reported from the laboratory. However, no treatment was initiated, altered, or stopped based on the reported results. There was no allegation of harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).